Event description:
It was reported that the customer was admitted to the hospital for high blood glucose levels and low blood pressure. Troubleshooting was performed and the pump passed the test. The high pressure test could not be performed because the customer did not have a tubing clamp. The customer noticed a bent and crimped cannula when removing the infusion set. The customer had recently lost a lot of weight.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.